Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter insertion, when the long-term double-lumen catheter was led out of the tunnel, the tunnel device connector broke (the tunnel device steel bar was disconnected from the plastic connector), resulting in the catheter being unable to pass through the tunnel and the operation being unable to continue. The impacts on the patient were extended operation times, increased bleeding, and increased medical expenses. A temporary catheter was used instead, or a second set of products was used. At that time, it was decided to use a temporary hemodialysis catheter to quickly establish dialysis access. The patient's condition improved after receiving dialysis treatment. There was no reported patient injury.